Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. The device was unable to be taken out of bootcore and continuously cycles through start up. Due to the device battery performing as expected and the device being unable to be taken out of bootcore the cause could not be established.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. This device was received for analysis.